Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all drawers not detected on bus. The field service engineer successfully addressed the problem by disabling the firewall, resulting in the detection of all drawers. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had drawer failure and not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.